Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker. The battery longevity projection had fallen from 4.5yrs remaining to 1.5yrs in approximately 10 months. Data analysis was performed and confirmed that the pacemaker is depleting normally. The device remains in service. No adverse patient effects were reported. Device was received for analysis. This device was explanted and successfully replaced due to normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.